Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while disconnecting the distal rectum, the surgeon had a problem unloading the device and the shaft is broken. The procedure was completed by suturing manually. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The proximal end of the adapters were broken and the articulation flags were bent. Functional testing on both loading units could not be performed due to the damage to the adapters. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while disconnecting the distal rectum, the surgeon had a problem unloading the device and the connection between the staple and the gun is broken. The procedure was completed by suturing manually.